Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's infection has resolved.

Manufacturer narrative:
In (B)(6) 2017, the recipient reportedly developed an infection. The recipient was treated with amoxicillin/clavulanic acid for 10 days. The recipient was recommended non-use of the device for 2 months. The recipient's device was explanted.